Event description:
A healthcare professional reported diffuse lamellar keratitis around the lasik flap edge of the right eye. The issue was resolved by increasing the steroid eye drop. The pt is doing well and the vision is remarkable.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).